Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 458 mg/dl. The customer stated that they went into the river with the insulin pump and the device started alarming. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.